Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform 5.1 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 23.3 mm in diameter proximally and 24.8 mm distally, angulation of 70 degree, and 22 mm in length. After the bifurcated stent graft was implanted there was a proximal type I endoleak due to the angulated aortic neck. The decision was made to place an aortic cuff. It was reported that during deployment of the stent graft at the time when the physician went to release the supra-renal stents, the back end rear grip completely separated off the delivery system. The decision was made to disassemble the handle to release the supra-renal stent. The stent graft was accurately deployed and the type I endoleak was resolved. The spindle could not be fully seated into the sleeve and during removal of the delivery system from the patient the left common femoral artery was dissected. A left femoral artery cut down was performed and the artery was surgically repaired. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; angulated 70 degree aortic neck). Incorrect technique/procedure (use of device in angulated 70 degree aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated 70 degree aortic neck). Operational context contributed to event (use of device in angulated 70 degree aortic neck).